Event description:
Treatment of a left ica aneurysm. It was reported the pipeline could not be released from the capture coil during delivery and was removed from the patient. No patient injury reported.

Manufacturer narrative:
Only the delivery catheter was returned for evaluation as the pipeline was discarded. The evaluation could not determine the cause of the event. (B)(4).